Event description:
Medtronic legal received information from the attorney of family on feb 19th, 2025. Medtronic received notice of a device/product legal hold notification containing 3 individual claimants that the customer experienced hypoglycemia of unknown blood glucose value and a possible damage to the insulin pump retainer ring as pump was affected in the recall. The customer was hospitalized as the result of this event. The event involved product(s) mmt-332a, mmt-1780kpk, unomedical. Troubleshooting was not performed and it was unknown whether the customer used the pump within 48 hours of the reported event or not, and it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer experienced hyperglycemia and hypoglycemia with an unknown blood glucose value.